Manufacturer narrative:
A dispatched fse could not duplicate the issue on-site. The ventilator piston diaphragm has been replaced as a precaution; the unit passed all tests afterwards and was returned to use. Log file analysis provided by the manufacturer revealed that - some seconds after switching from manual to automatic ventilation at the beginning of the respective procedure, the device measured a difference of more than 25% between the volume applied by the ventilator and the one that was measured by the inspiratory flow sensor. This led to restrictions in the ongoing ventilation and, the corresponding "reinstall ventilator" alarm was posted as reported. The user switched multiple times forth and back between manual and automatic ventilation. Evidence can be found in the logs that manipulations at the compact breathing system could at least temporarily stabilize the ventilation but later the symptom occurred again. The device had been switched to standby, finally. The event's root cause can't be determined by log file analysis. However, based on experience the issue was most likely caused by an incorrectly tightened inspiratory nozzle at the compact breathing system. This may have been related to a recently replaced inspiratory flow sensor which has not been installed correctly - a leakage between the flow sensor cuvette and the sealing ring is the resulting consequence. Movements of the connected breathing hose system may have been the reason that the leakage came into effect intermittently and wasn't detected during the mandatory pre-use check. Draeger finally concludes that the device responded to the general error condition as specified; the appropriate alarm was posted indicating the restrictions in ventilation. Manual ventilation as well as the monitoring functions remained available to the full extent. No patient consequences have been reported.

Event description:
It was reported that during a case, the machine displayed a 'reinstall ventilator' message several times. The case was completed and there was no patient injury reported.